Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the tip of the driver broke and that the set screw broke and the head remains in the patient. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.